Event description:
Per independent repair center statement the unit would not turn on. The key failure was the compressor would not run or start. Additional malfunctions include the sieve beds were dusted.